Manufacturer narrative:
The complaint kit was returned for evaluation. Inspection of the received kit verified a tear in the return line tubing. The return line was pressure tested to check for leaks and a leak was verified at the site of the tear in the tubing. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the tubing damage was present at the time of manufacture. The root cause for the tubing leak was most likely due to the tear in the return line tubing. The cause of the damage to the tubing could not be determined based on the available information. No further action is required at this time. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l315 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l315 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4)

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak coming from the return line during the treatment. The customer reported approximately 50ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit for investigation.